Manufacturer narrative:
The second xience v rx 3.0 x 28 mm (lot# 7112661) is being filed under the same manufacturer number.

Event description:
Reporting status: serious injury - medical intervention . Reporting rationale: angina and diaphoresis requiring medical intervention. Device issue: no device malfunction had been reported. It was reported via a trial that the patient had previously had two xience v stents implanted. In early 2009, the patient presented to the emergency room with chest tightness and left arm pain. The patient also had some diaphoresis. An angiography was performed and the patent was treated with percutaneous coronary intervention (ptci). No additional event or patient information is available.